Event description:
The following was reported: as per pss case: periprosthetic left acetabular fracture with acetabular loosening. He also has metallosis and likely bony necrosis making a standard hemispherical component likely to fail. Rep will try to get additional product information when the revision is performed (expected in (B)(6) 2026). Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.